Manufacturer narrative:
(B)(4). Evaluation summary: the sample was evaluated upon return. The visual inspection confirmed the reported condition, as a small particle of polymer film was found within the bag. However, it has been determined that the introduction of this particle was not a result of the manufacturing process. The particle was determined to be cored material resulting from the interface between the source ingredient container's septum and device used to spike the septum. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to contain a blue plastic particle within the bag. The issue was discovered post compounding, but prior to use of the bag; therefore, there was no patient involvement or adverse events. No additional information is available.